Event description:
It was reported that the competitor pacemaker was due for a normal changeout and was replaced with this boston scientific pacemaker. The competitor pacemaker was not interrogated and the lead measurements before then was not known. The procedure was completed successfully, and the pacemaker showed normal thresholds. Prior to discharge, the (B)(6) patient experienced phrenic stimulation showing a backup pacing was occurring. The pacemaker was interrogated, and when setting the right atrial (ra) lead on bipolar or unipolar, there were phrenic pacing, the phrenic pacing disappeared once atrial pacing was stopped which confirmed the phrenic pacing coming from the ra lead. The competitor ra lead was checked, and all parameters were not good except for impedance measurement. There were low amplitude and loss of capture. The physician suspects that the issue could be from an unscrewed lead or device connection issue. It was at the patient discretion to refuse to do further troubleshooting and be discharged to go home immediately. The device was programmed to vvir mode, and the patient left home. The physician did not perform an x-ray, and the patient is not followed in latitude. The physician plans on performing an x-ray at the next patient follow-up. There were no adverse patient effects reported. The pacemaker and competitor right atrial lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the competitor pacemaker was due for a normal changeout and was replaced with this boston scientific pacemaker. The competitor pacemaker was not interrogated and the lead measurements before then was not known. The procedure was completed successfully, and the pacemaker showed normal thresholds. Prior to discharge, the 90-year-old patient experienced phrenic stimulation showing a backup pacing was occurring. The pacemaker was interrogated, and when setting the right atrial (ra) lead on bipolar or unipolar, there were phrenic pacing, the phrenic pacing disappeared once atrial pacing was stopped which confirmed the phrenic pacing coming from the ra lead. The competitor ra lead was checked, and all parameters were not good except for impedance measurement. There were low amplitude and loss of capture. The physician suspects that the issue could be from an unscrewed lead or device connection issue. It was at the patient discretion to refuse to do further troubleshooting and be discharged to go home immediately. The device was programmed to vvir mode, and the patient left home. The physician did not perform an x-ray, and the patient is not followed in latitude. The physician plans on performing an x-ray at the next patient follow-up. Boston scientific technical services provided possible causes for phrenic nerve stimulation. There were no adverse patient effects reported. The pacemaker and competitor right atrial lead remain in-service.